Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that the patient was having a hard time getting to charge their ins because they were not getting many bars. The rep was notified and they were unable to resolve the issue. The event they experienced was poor coupling. Normally the patient gets four coupling bars but today they only were able to get two. The two coupling boxes only last for a short while, then they hear a beep and lose their coupling boxes (down to zero). The patient noted that finding more coupling boxes used to be "simple". The patient has a recharging belt but not with them currently, as they were at work. Troubleshooting was performed. The patient reported they were starting with 44 on the antenna locate screen. When they press hard enough with the antenna, they can get a higher number, as high as 46, but reported that when they tried to start a charge session for the ins, they were getting zero coupling bars shaded. The result of the troubleshooting was a poor coupling screen. The patient called back and stated they were still getting zero coupling boxes and they were concerned about ins depletion. They charged for 3 hours and the ins battery was at 50%. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the patient received the new antenna for the recharger and coupling bars vary. The caller reported with pressure, patient is able to get 6 or better coupling bars. Without pressure, the patient was only getting 4. The caller reported the patient got 8 coupling bars and without movement the coupling bars would drop to 4.